Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿pros and cons¿ of total hip arthroplasty with metaphyseal proxima endoprosthesis¿ by waldemar wrazen, et al, published by klinika chirurgii urazowej ortopedii, 8 pages, was reviewed. The authors present their own experience concerning total hip arthroplasty with the metaphyseal prosthesis proxima between 2008-2013 using radiological and clinical follow-up of 1 year. The manufacturer of the acetabular components was no provided within the text of this study. The primary indication for tha implantation was unspecified degeneration of the hip from congenital diseases such as hip dysplasia or from post-traumatic osteoarthritis. Depuy implants: 62 proxima ultra-short femoral stems. Acetabular components and femoral head manufacturer are unknown. Results: 1 patient with a poor and 3 with a fair hhs- coded for pain. All patients experienced an increase in hip functionality. The authors note there were some patients who were unable to walk without assistance and/or had difficulty with adls. It is unknown if these outcomes were preexisting patient conditions or attributed to the tha- coded for medical device site joint range of motion decrease. 7 mispositioned stems identified on progressive post-operative radiologic studies. 4 stems migrated into valgus identified on progressive post-operative radiologic studies. 7 stems migrated into varus identified on progressive post-operative radiologic studies. Captured in this complaint: proxima femoral stem. This article identifies 2 specific patients labeled (B)(6) yo male and (B)(6) yo female in the guidance sheet.